Event description:
It was reported that the device has a system security issue. There are missing kb to be installed to address the vulnerability report. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of vulnerability report. Technical support: 1. Network install engineer (ne), (B)(4), who did your systems manager (sm) upgrade, he said that tmmc it is responsible for backups, antivirus and windows updates. 2.site is taking care of scan. 3.closing case. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device suffered a system security issue. There are missing kb to be installed to address the vulnerability report. No additional information was provided. There was no patient involvement.